Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor tissue expander device deflated during a scheduled breast surgery. There was no reported consequence to the patient.

Manufacturer narrative:
On 31-mar-2021, mentor received additional information about the event. The suspect medical device is a mentor cpx 4 breast tissue expander with suture tabs 350cc device, catalog #3549212, lot #7663383, UDI #(B)(4), 510(k) #k130813. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 12-apr-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-may-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander during surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found intact. Leak testing was performed, in accordance with mentor procedures and a tear was noted on anterior aspect measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).